Manufacturer narrative:
The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to a completely broken off reservoir tube lip. The pump had a missing o-ring on the reservoir tube, minor scratches on the lcd window, broken battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 425 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.